Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. The implantable cardioverter defibrillator was in retrograde conduction with atrial pacing induced atrial arrhythmia. Patient is stable, but still in his arrhythmia. No intervention was performed.